Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the drill bit with depth mark broke during an unknown procedure. Another similar device was used to complete the procedure. There was no consequences to the patient. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for complaint (B)(4).